Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal which was causing pacing inhibition with greater than two seconds of asystole. As the patient was pacemaker dependent, the mv sensor was programmed off and the pacemaker remains in service. No adverse patient effects were reported.